Manufacturer narrative:
Additional info: a completed form was received from the surgery center. It noted the affected eye was the right eye. In addition glare / visual disturbance were noted and that the patient has recovered. Age/date of birth: (B)(6) 1953, gender/sex: female, if implanted; give date: (B)(6) 2015. (B)(4). Device evaluation: visual inspection was performed and the lens can be seen cut in pieces, most probably to make explant possible. Considering the condition of the returned lens, additional analysis is not possible. The reported complaint could not be confirmed. Manufacturing record review: the manufacturing records were reviewed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The in-line optical inspection data shows the lens was within power specifications. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Implant date: if implanted; give date: unknown, not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to blurry vision and halos. The lens was replaced with a model zct600, 15.5 diopter. No complications were reported and no further issues have been reported since the implant of the new/replacement lens. No further information was provided.